Event description:
Pk dissecting forceps not working properly per surgeon. Instrument replaced. Upon inspection of instrument, there was a frayed segment on the instrument. No harm to pt. No x-ray required, as item was intact.